Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the operating room. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the second height expansion driver.

Manufacturer narrative:
A visual inspection performed confirmed the driver tip to be stripped and deformed. All driver teeth were deformed in a groove-like manner circumferentially from repeated rotation and abrasion about the driver tip. The degree of deformation was relatively uniform across all teeth. The location of the deformation is consistent with the location at which the screw sits when engaged with the driver. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that the capri large expandable height expansion driver was stripped pre-operatively. The observed deformation and age of the device (6 years) indicate the failure was likely caused by normal wear.

Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the second height expansion driver.